Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. Cs000xf) for female sterilisation. The patient had a medical history of ovarian cyst, parity 2 and multi gravida on (B)(6) 2023, pelvic pain, menometrorrhagia, pregnancy and menses irregular in 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2752 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopy, excision of fibrotic portions, dilation and curettage hysteroscopy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: history: status post essure tubal occlusion procedure. Impression: bilateral tubal occlusion status post essure procedure. [Pathology test] on (B)(6) 2023: specimens: bilateral fallopian tubes, bilateral fallopian tubes and essure; ovarian cyst, right ovarian cyst; curettings, endometrial, endometrial curettings. Clinical information: pelvic pain; essure device inserted in 2015. Final pathologic diagnosis: result: a. Fallopian tubes, bilateral salpingo-oophorectomy: essure coil present in one tube; otherwise, within normal limits. Right ovarian cyst, biopsy: benign luteinized cyst (corpus luteum cyst or luteinized follicle cyst). Endometrium, curettage: proliferative phase pattern with spindled stroma; negative for hyperplasia or carcinoma. Gross description: cut surfaces has a 6.7 cm essure wire. [Ultrasound pelvis] on (B)(6) 2015: normal uterus tubes and ovaries metallic calls noted. No polyps flbroids ate. [Ultrasound scan vagina] on (B)(6) 2015: no obvious mass or polyps seen in endometrium. Both ovaries appear to be within normal limits. No free fluid seen in cul-de-sac. Bilateral essures seen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. Cs000xf) for female sterilisation. The patient had a medical history of ovarian cyst, parity 2 and multi gravida on (B)(6) 2023, pelvic pain, menometrorrhagia, pregnancy and menses irregular in 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2752 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopy, excision of fibrotic portions,dilation and curettage hysteroscopy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: history: status post essure tubal occlusion procedure impression: bilateral tubal occlusion status post essure procedure. [Pathology test] on (B)(6) 2023: specimens: a) bilateral fallopian tubes, bilateral fallopian tubes and essure b) ovarian cyst, right ovarian cyst c) curettings, endometrial, endometrial curettings clinical information: pelvic pain; essure device inserted in 2015 final pathologic diagnosis: result: a. Fallopian tubes, bilateral salpingo-oophorectomy: -essure coil present in one tube -otherwise, within normal limits b. Right ovarian cyst, biopsy: benign luteinized cyst (corpus luteum cyst or luteinized follicle cyst) c. Endometrium, curettage: proliferative phase pattern with spindled stroma, negative for hyperplasia or carcinoma gross description: cut surfaces has a 6.7 cm essure wire. [Ultrasound pelvis] on (B)(6) 2015: normal uterus tubes and ovaries metallic calls noted. No polyps flbroids ate. [Ultrasound scan vagina] on (B)(6) 2015: no obvious mass or polyps seen in endometrium. Both ovaries appear to be within normal limits. No free fluid seen in cul-de-sac. Bilateral essures seen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.